Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer was placing a PICC line. While trying to split the introducer sheath, a circular ring from the orange part would not split and stayed around the catheter. The rest of the introducer split fine but scissors were used in order the complete the split and remove from catheter.